Event description:
During baxter's functionality testing of a spectrum infusion pump, it displayed the door not fully latched message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to door not fully latched alarms, which were reproduced. The messages were found to be caused by a cracked threaded insert boss, allowing material separation between the front case and mechanism assembly, resulting in excessive force being required to close door. The front case assembly was replaced.